Manufacturer narrative:
Mia & product development investigation was completed. The investigation summary indicates that: dimension: the complete broken nail was sent back for evaluation. The relevant dimensions at the fracture zone of the nail were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. Material: the examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard for tan (wrought titanium 6-aluminium 7-niobium alloy). The fracture face is homogenous, which indicates material conformity. Conclusion: no manufacturing related fault could be detected. The lot in question was manufactured with a lot size of 12 pieces in april 2017 and we are not aware of any other complaint for this article- and lot number. The cross section of the broken surface shows no irregularities. As relevant for the complaint condition; nail broken, the following features; outer diameter (10mm) as well as the inner diameter (4.4mm) were identified and measured. The relevant dimensions were measured near of the broken region and they have fulfilled the specifications. During the manufacturing process, the lot (lot l364688) was inspected through the inspection sheet and have meet its specifications. No manufacturing error found. Product was manufactured according to its specifications. Concomitant devices: there is no indication that any of the listed concomitant device (pfna blade, locking bolt) did contribute on this complaint condition, also there is no allegation against one of these devices. Therefore only a visual inspection on these devices will be performed. The pfna blade and locking bolt shows that the devices are in a used condition without heavy damage. The surface of this implants has wear marks it is not possible to determine where it is coming from. It is likely that this can be traced during removal or a possible instability of the fracture situation. No manufacturing or product related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). (Device is not distributed in the united states, but is similar to device marketed in the USA. Date returned to manufacturer the 510k# is unknown. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #472.295s / lot #l364688. Manufacturing location: (B)(4). Manufacturing date: 05. April 2017 expiry date: 01. March 2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a proximal femoral nail, which was implanted on may 5, 2017 broke postoperatively. The revision surgery took place on (B)(6) 2017. No information about patient harm. All generated fragments were removed. Removal surgery was successfully. This complaint involves 1 part. Concomitant devices: 1x pfna blade, 04.027.037s/ l292018. 1x locking bolt, 459.400/ 5940419. This report is 1 of 1 for (B)(4).